Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Event description:
It was reported that the abutment screw fractured at the site. Abutment screw was removed and replaced without any damage to the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet abutment was returned for investigation. Fractured at threads identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient conditions, tooth location, and implantation period are irrelevant to this investigation. Device history record (DHR), sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.